Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since about eight years have passed since the device was manufactured, it is assumed that the unlock lever and contact pin of the video connector receiver have worn out due to repeated use for a long time. Since the fixation of the scope connector became unstable, it is assumed that communication error (b30) occurred due to the loosening of the connector. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the scope communication error b30 was displayed with connecting various evis 190 series videoscope when the supply plug was wiggled. The videoscope cable was pulled out, but the issue was not resolved. There was no report of patient injury associated with the event.